Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.